Manufacturer narrative:
(B)(4). The cause of the polypropylene particulate matter found in the fluid pathway was not able to be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had particulate matter within the bladder. This was identified before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from 01/27/2014 to 01/29/2014. Evaluation summary: the device was received for evaluation. Visual inspection identified white particles floating in the fluid of the bladder. The particles were approximately 0.15 to 0.20 mm in size. Fourier transform infrared (ftir) spectroscopy identified that the particles were of polypropylene material. Initial evaluation confirmed the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up MDR will be submitted.